Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, revision surgery was performed on (B)(6) 2015 due to improper placement of the electrode array. The implanted device remains.